Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medflex 1000 user informed that after the witness but their credentials in the system was not open the drawer and it was not move forward with the issuing process. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient and the resulting delay in dispensing medication. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that a bd pyxis¿ medflex 1000 user informed that after the witness but their credentials in the system was not open the drawer and it was not move forward with the issuing process. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-sep-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system did not open the drawer and did not proceed with the issuing process. The technical support specialist stated that the user had logged out completely and then restarted the issue process. The system functioned as intended after the customer resolved the device.